Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow-up. Upon interrogation, the right ventricular lead exhibited high pacing impedance. The impedance steadily started to rise around (B)(6) 2017. The lead was capped and replaced on (B)(6) 2017. The patient was stable throughout the procedure and would continue to be monitored.